Event description:
During a left shoulder arthroscopy, the tip of the 45 degree left spectrum (#97.14115) (conmed linvatec) broke off with unsuccessful attempts to retrieve the broken piece. Decision was to leave the broken piece between the muscle and the capsule.